Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump had broken belt clip slot, scratches on the reservoir tube window and lcd window.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 430 mg/dl. Customer treated their high blood glucose with the insulin pump. Customer experienced nausea as a result of high blood glucose. Customer performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.